Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any further information becomes available. A clv-190 was used as a concomitant device in this event. The device has been returned and a device evaluation completed for it. The device was tested with various test scopes and burned-in for one hour using the customer concomitant clv-190 device also sent in. The users complaint was not duplicated. It is likely that the issue observed by the customer were caused by other than the device. No message for water issues was observed in testing. If customer used an ultrasound processor was used in conjunction, error messages from it can be accidently confused with this type of device. However, customer had no information to provide on this. The device front panel warning labels were found to be worn off. This is probably caused by impact and rubbing with the ageing of the device. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing.

Event description:
As reported for this event, during the preparation for an unknown diagnostic procedure the device powered off one time and yielded a dark screen which appeared to be black. There was also mention of water issues with the scopes. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. The legal manufacturer reported that the most likely probable causes are as follows: because the repair department did not replicate it, and because the service staff commented that the screen was dark, but there was no change in the screen when cv-190 was switched off once, it was inferred that it occurred due to issues other than the device in question. There were no messages about water issues in cv-190, users may have mistakenly confused the messages of the ultrasound device. We speculate that the labels (edges) were peeled off and spread gradually due to effects such as impact and rubbing. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations.